Event description:
It was reported via repair work order that the siderail functions were intermittent due to damaged cables and the motion interrupt pan was missing. No adverse consequence or clinically relevant delay in treatment was reported.